Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient was calling because she had an MRI today at about 1pm and it had been over 2 hours and the pump had still not restarted. The MRI was not related to her infusion system or therapy. While on the call, the pump was not alarming. The patient wanted to know if the pump would take longer to turn back on because the pump was running at the lowest possible dose. It was confirmed with technical services that it would take longer. Per the patient, the pump was set at the lowest possible dose because she was going to have the pump turned off permanently tomorrow. She was stopping the therapy because every medication gave her side effects and it was not worth it when it didn¿t help enough. The patient had a ptm (personal therapy manager) but did not have it with her to confirm that the pump was not alarming. She stated that she had not heard it alarm for about 1-1.5 hours. The patient was planning to call her doctor today and would try to connect to the pump with the ptm once she got home.